Manufacturer narrative:
(B)(4). A corrective action is open to address resistance between introducer and endoplege catheter fit. This event is applicable to the open corrective action and will be tracked through the corrective action.

Manufacturer narrative:
A device history record review was completed for lot 774333 and this device met all specifications upon distribution.

Event description:
It was reported that the customer had an issue where the endoplege introducer was too tight. The customer tried to inflate the balloon but it would not inflate so when the customer took it out they realized that inserting the ep through the introducer tore the balloon. The rep was not able to get the introducer as they used the same one with another catheter and then it went upstairs with the patient. They had the same problem with both catheters. The customer was able to get the 2nd catheter to work but it was very difficult for them to get it through the introducer.

Manufacturer narrative:
(B)(4): balloon tore due to resistance between catheter and introducer. Serious injury due to catheter needing to be switched out for a new one during use.